Manufacturer narrative:
The customer stated they corrected a total of 26 patient reports. Refer to voluntary medwatch mw5090556 submitted by the customer and attached to this report.

Manufacturer narrative:
The service engineer found the probe needed new sample tubing and adjustments. He replaced the sipper tubing, waste tubing, heat tube, seals, and checked the sample and reagent probe adjustments. The service engineer found pipettor tips were found in the associated reagent pack. He replaced the sample reagent assembly, checked all adjustments, and installed a new measuring cell. The performance test was acceptable. He ran calibrations and qc that were acceptable. There were no issues with the tips. The investigation determined that the calibration and qc were acceptable. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter complained of questionable elecsys troponin t stat assay results for 30 patients tested on a cobas e 411 immunoassay analyzer. The initial results were reported outside of the laboratory. The customer provided examples for 3 patients. For patient 1 the initial troponin t result was 0.8 ng/ml and the repeat result on a cobas 6000 e 601 module was <0.01 ng/ml with a data flag. For patient 2 the initial troponin t result was 0.07 ng/ml and the repeat result on a cobas 6000 e 601 module was 0.11 ng/ml. The patient was a (B)(6) year-old female with a date of birth of (B)(6). For patient 3 the initial troponin t result was 0.07 ng/ml and the repeat result on a cobas 6000 e 601 module was 0.14 ng/ml. The patient was an (B)(6) year-old male with a date of birth of (B)(6). The customer found tips in the reagent prior to the repeat results. The repeat results were believed to be correct. The troponin t reagent lot number and expiration date were asked for but not provided.